Event description:
Tip of tonsil artery forcep broke in operative field. Tip retrieved, dropped on floor, and lost. X-ray taken and read as negative. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.